Event description:
During eval at the customer's site, the baxter engineer discovered failure code 570 in the pump's event history. It is unk when this occurred or if there was any pt injury or medical intervention required. No add'l info is available.